Manufacturer narrative:
Additional, changed, and/or corrected data: b3, b6, d4, g2, h6 device evaluation: based on the product analysis performed, the assessments of the complaint codes are: ¿ rupture: observed broke device assessed as fold flaw opening. ¿ rupture: missing piece of shell assessed as inconclusive. As per the investigation procedure, crease/wear abrasion were observed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required.

Event description:
Patient reported rupture. This record is for the left side. Device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted.

Event description:
Patient reported rupture. This record is for the left side. Device has been explanted.

Event description:
Patient reported rupture. This record is for the left side. Device has been explanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: d9, h3, h6.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Patient reported rupture, affected side unknown. The device remains implanted.